Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The head of the screw broke off; the part that broke off was retrieved but the base is still implanted. Please send com number straight to rep (no territory ).

Manufacturer narrative:
(B)(4). One (1) skyline variable large diameter 14mm screw product code: (B)(4) was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located approximately at the distal end of the screw head¿s female drive feature. The screw shank portion was not returned as it remains implanted in the patient. The fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface indicating that the screw underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the skyline variable screw breaking cannot positively be determined. However, the fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface indicating that the screw underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.